Event description:
This pt had a post operative infection approx 8 months from his makoplasty uka procedure (index event (B)(6) 2011). This event was proceeded by an untreated infection is one of the pt's thumbs which was followed by inflammation and pain in the treated left knee. Following treatment with systemic antibiotics, the surgeon elected to perform an incision and drainage (I&d) with a prophylactic swap of the left knee tibial implant poly insert on (B)(6) 2012. The surgery concluded successfully and the pt is recovering normally.

Manufacturer narrative:
The revised implants have not been returned for investigation. Due to the lack of evidence the root cause of this issue is still undetermined, although the physician, pt history account strongly supports an infection initiating elsewhere in the body and then involving the treated knee. There is no evidence indicating a failure of the implant or the rio system.